Event description:
The patient reported that he had an infection noting that the scar was purple over two-thirds of the scar and was swollen. The surgeon obtained a culture from the pump incision site (results unknown). The hcp reported that the patient also had redness and the primary location of the infection was the pump incision site. The hcp also reported that three rounds of antibiotics had been prescribed, the patient had been on antibiotics for two weeks and was being referred to an infection specialist. It was also noted that the patient's pain was being well managed and current medications in the pump were morphine at a daily dose of 13.2 mg and bupivicaine at a daily dose of 1.65 mg. No withdrawal symptoms were reported; patient outcome was unknown.